Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Common device name & device product code expiration date - unknown . PMA/510(k) number. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a tibial tendon repair procedure on (B)(6) 2013. During the procedure, the graft did not hydrate in a uniform manner. There were thick and thin spots and the dull side of the graft was flaking. As a result, surgeon sewed the repair and there was a 45 minutes delay in the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.